Event description:
Device 1 of 2. Please see MFR report #1627487-2010-01479 for device 2. On (B)(6) 2008, the patient was implanted with a scs system. On (B)(6) 2010, it was reported that the patient gradually lost stimulation on both leads. An x-ray revealed that the extensions were disconnected. The doctor decided to revise the leads. During the operation, the impedance on the extensions were tested. Both devices had slightly elevated impedance which prompted the doctor to replace the extensions instead of reconnecting them. Post surgery, all contacts had normal impedance and the patent received satisfactory stimulation.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.